Event description:
Home health nurse reports that new curlin pump (serial: (B)(6); expiration date: not provided) recently received to replace pump due for maintenance, is malfunctioning. Continuing to give error that tubing is not inserted correctly. Home health nurse states they have re-threaded and restarted pump multiple times, with no change. Home health nurse states they used old pump that needed to be replaced for maintenance, which worked fine. No adverse event(s) or missed dose(s) reported due to product issue. Pharmacy to replace pump. Material sent to patient for the return of the pump associated with event pending return by patient. No further info. Reported to (B)(6): health professional.